Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had a blank display on their insulin pump. The customer reported they had dropped their insulin pump prior to the blank display. Customer's blood glucose was 300 mg/dl. Troubleshooting could not be fully completed as the customer was unable to see. It was found the customer's display did not return after inserting a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.